Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 32. Details of surgery: implant surface not completely covered with bone, nerve encroachment, sinus perforation and sinus augmentation. On (B)(6) 2018, non-osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and numbness. No further patient complications were reported.